Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia reported at 39 mg/dl while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) sensor and inset infusion set and had been announcing dinner meals as smaller than actual, which was identified as an incorrect use of the meal announcement feature; the system was factory reset and set up again, and the pump was re-paired to the mobile app. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect method of meal announcements, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.